Event description:
The customer reported the device was producing black material even after being cleaned. The issue involved an olympus ultrasound bronchofibervideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.